Manufacturer narrative:
On 9/4/2019, the product investigation was completed. Device investigation summary: during evaluation of the sample it was observed to be intact. Leak test revealed there was leakage from the valve. No additional anomalies were observed. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Deflation, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/24/2019, mentor became aware that the patient underwent bilateral removal and replacement with the following devices: (left) 300cc mentor smooth round moderate plus profile saline catalog: 3502300 lot: 7640028 sn: (B)(4) and (right) 300cc mentor smooth round moderate plus profile saline catalog: 3502300 lot: 7712732 sn: (B)(4). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 08/09/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor became aware that the patient also experienced bilateral capsular contracture post-operatively, per surgical pathology report received. The capsular contracture on the right side will be reported under 1645337-2019-17740 reason for device explant and/or reoperation: capsular contracture this medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with an unspecified mentor saline breast prosthesis on the left side, suffered deflation post-operatively. As a result, the patient underwent removal on (B)(6) 2019.